Event description:
It was reported that the user started a new dexcom g7 continuous glucose monitor (cgm) sensor, after which the pump displayed a pairing failed alert while the dexcom app continued to receive glucose readings; the user then toggled the sensor settings and subsequently reconnected successfully, indicating a temporary communication or pairing issue between the ilet and the cgm transmitter. No adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data on the pump with restoration of function following user-led troubleshooting. User support included review of reported pairing behavior and troubleshooting steps. Investigation of this case revealed a transient pairing failure between the ilet and dexcom g7 without evidence of hardware damage, with resolution achieved by reestablishing the connection, consistent with a communication or configuration issue. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error leading to a transient communication failure.

Manufacturer narrative:
Initial.